Event description:
It was reported that pump display had pixel issue that prevented customer from operating the pump or reading screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump as backup, and technical support arranged replacement pump under warranty.